Event description:
It was reported that during removal of the epidural catheter, the catheter separated. It is estimated by the physician who removed the catheter that approx 3" of the catheter remained inside the pt. No decision has been made on whether or not to remove the piece of catheter. There were no pt complications.